Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for normal device implant. During implant procedure, the pulse generator exhibited rf telemetry anomaly. A device firmware was reloaded. The patient was in stable condition and would be followed normally.